Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not powering on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer disconnected the pyxibus cables to the auxiliary unit and identified the auxiliary as the source of the issue, disconnected drawers one by one until the station powered on, determining that a half height drawer had a shorted drawer board, replaced both faulty drawer boards and reseated all pyxibus connections. The station then powered up successfully and was recovered, ran hardware test application (hta) and tested the drawer; all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.